Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at (B)(4), the subject device was send to a third party laboratory for additional microbiological testing. In the additional test, the testing indicated no microorganism growth for the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present.

Event description:
Olympus medical systems corp. (Omsc) was informed that during routine surveillance culturing test by the facility, the subject device repeatedly tested positive for microorganisms. On (B)(6) 2017, the subject device tested positive for klebsiella pneumonia and pseudomonas luteola (>100cfu/endoscope in total). On (B)(6) 2017, the subject device tested positive for staphylococcus (>100cfu/endoscope). The subject device had been reprocessed using non-olympus automated endoscope reprocessor (soluscope) with peracetic acid before the culturing test. There was no report of infection associated with this report.